Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the pilot valve is leaking. Associated malfunction for this device: on/off switch short circuited, heat exchanger leaking.